Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, on opening the genesis packaging, it was noted that the implant was unsealed from inside (the back cover was not sealed). The device was replaced.

Manufacturer narrative:
The complaint unit was returned for inspection, but the lid was fully peeled back from the tray as received. The complaint stated that the outer tray was partially unsealed, but this was not the state of the packaging upon receipt. Photographs were taken to document the condition of the packaging when the device was received. No photos of the original failure were provided within the complaint to verify the details described. Given the information collected during the investigation, quality was unable to verify the failure reported in the complaint, therefore a root cause for the issue could not be determined. A review of the device history record by quality engineering confirmed the devices from this lot met all specifications prior to release and no abnormalities were noted that could have resulted in the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, on opening the genesis packaging, it was noted that the implant was unsealed from inside (the back cover was not sealed). The device was replaced.